Manufacturer narrative:
Concomitant medical products: product ID: w1dr01, ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance was out of range for both the right atrial (ra) and right ventricular (rv) leads. The leads remains in use. No patient complications have been reported as a result of this event.